Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the no image malfunction and residual fluid or foreign matter from the channel cleaning brush and falling out of the channel tube: cause traced to leakage and an operational problem identified; expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited no image displayed. There was no patient involvement.